Event description:
It was reported that, "surgeon chose to exchange poly after revision x-rays. After removing the old insert, he commented on 'excessive wear' and was concern about replacing an insert made from same material. So, he opted for a scorpio flex ps #7 10mm replacement insert."

Manufacturer narrative:
Na